Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. This device is used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot numbers are unknown.

Event description:
It is reported that patient underwent a revision due to pain and tibial loosening.